Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced high blood glucose level due to bent cannula . Blood glucose level at the time of the incident was over 600 mg/dl. Customer stated the cannula was bent when removed. Customer's parent was given tips with insertion site and techniques but declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.